Manufacturer narrative:
Follow-up #1: date of submission 08/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was worn but there was evidence of peeling or tearing present. During testing, all keypad buttons were found to function normally with no evidence of problems with contact springback or needing excessive force. Investigation was unable to duplicate the customer complaint. Contamination was found underneath the contacts of the up, down, contrast, and ok button contacts. Unrelated to the keypad issue, the display was a dim red color.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).